Manufacturer narrative:
H4: the lot was manufactured from november 16, 2020 - november 17, 2020. H10: the device was received for evaluation containing 228ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown day of (B)(6) 2021, further described as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a large volume folfusor "could not be properly applied to the patient" during patient use. The device had been filled with 4800mg fluorouracil in 240ml saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.